Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th june, 2022 getinge became aware of an issue with one of our equipment ¿ mavig shield. As it was stated the spring arm from mavig shield was detached resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 16th june, 2022 getinge became aware of an issue with one of our equipment ¿ mavig shield. As it was stated the spring arm from mavig shield was detached resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th june, 2022 getinge became aware of an issue with one of our equipment ¿ mavig shield. As it was stated the spring arm from mavig shield was detached resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 16th june 2022 getinge became aware of an issue with one of our equipment ¿ mavig shield. As it was stated the spring arm cover cracked, resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c device not eval provide code: device not returned to manufacturer. Corrected h3c device not eval provide code: none. Getinge became aware of an issue with one of our equipment ¿ mavig shield. As it was stated the spring arm cover cracked, resulting in missing particle. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the maquet equipment did not meet its specification, since the broken cover, leading to missing plastic particles could be considered a technical deficiency, and in this way the device contributed to the event. There is no indication if the device was being used for patient treatment or diagnosis when the issue occurred. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A root cause analysis was performed by subject matter experts and concluded that according to the photographic evidence we can observe that the front joint of the spring arm is broken. The customer has confirmed that the spring arm broke due to user error. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.